Manufacturer narrative:
This cypher product is not distributed in the us; however, it is similar to us distributed cypher product. Additional information will be submitted within 30 days of receipt.

Event description:
When the physician opened the box of firestar (2.5/15mm) and removed the pouch from the box, he found one place of the pouch to be opened (not sealed). Therefore, the product was not used and a different balloon was used instead, and the procedure was finished.